Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient underwent a posterior spinal fusion (psf) at th4-s2 (l5/s via posterior lumbar interbody fusion) capstone-control cages were only implanted at l5/s. At the time rotating the cage inside the intervertebral disc space, it dropped outside the disc space. The cage was tried to be removed posteriorly with using remover or pinches, but was irretrievable. Thus, it was decided to be left there and another cage was prepared and implanted without any further problem. The surgical time was extended less than 15 minutes due to the incident. The surgeon commented that indicators on the inserter shaft did not show the distance from anterior wall of the cage, so it was difficult to use. The patient's postoperative clinical cause was well. The dropped cage was the first insertion. Imaging device was not used at the insertion and dropping was noticed at the time detaching the inserter from the cage. The cage was assumed to be dropped to anterolateral side. As no notable problem was observed, a revision surgery was not considered at the time.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.